Manufacturer narrative:
Patient information: patient identifier = (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer reported false positive architect troponin results on one patient. The results provided were: on (B)(6) 2019 sid (B)(6) initial on serial number (B)(4) = 0.05ng/ml / repeat = <0.01ng/ml / on sn (B)(4) = <0.01ng/ml (<0.04ng/ml = negative). There was no reported impact to patient management.

Manufacturer narrative:
The customer spoke with field service over the phone regarding the discrepant results. The customer ran controls. The customer pulled previous specimens that had been run and repeated them on both instruments and the results were similar to the initial results generated. No troubleshooting or part replacement was performed and a specific cause for the elevated result was not identified; however, issues with sample integrity could not be ruled out. Return testing was not completed as returns were not available. A review of the architect i1000sr, serial number (B)(6) service history identified no contributing factors to the current complaint. There have been no further occurrences of discrepant results with the analyzer since the current complaint was received. A review of the architect i1000sr systems tracking and trending data revealed no systemic issues or trends associated with erratic results as described in this complaint. The architect system operations manual addresses operational precautions and limitations and troubleshooting of the fluidics subsystem. The operations manual also addresses troubleshooting of elevated concentration and erratic sample results. Based on the investigation no product deficiency was identified for the architect i1000sr analyzer, serial number (B)(6).